Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and that the wake button would stick. Additionally, it was reported that the cartridge is difficult to insert. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.